Manufacturer narrative:
The method, result, and conclusion code were unintentionally inputted incorrectly in the additional report. This report contains the corrected data.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. Therapy resumed post procedure.